Event description:
The customer called philips to obtain part information for an ECG out/ac internal cable. The customer reported that the ac main tab was broken and needed to replace the part. There was no patient involvement.